Event description:
It was reported that during a posterior repair, the dr perforated the pt's bladder. The dr stated the radius of the needle was too large. No intervention was required to repair the perforation that should heal on its own.